Event description:
Ous MDR - after an implantation time of 81 months, an inappropriate shock delivery was reported. The device was explanted. The date of implant for this lead was not provided.

Manufacturer narrative:
Ous MDR.